Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer failed to stay closed. A field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue. The issue was resolved with no detail provided by the customer regarding how the issue was rectified.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was failed to stay closed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.